Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157852, m2a-magnum pf cup 52odx46id, 144390. The 12-103207, taperloc por red/dist 13.5x147, 359610. The 157446, m2a-magnum mod hd sz 46 mm, 296550. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11331, 0001825034-2017-11332, 0001825034-2017-11330.

Event description:
It was reported that the patient was revised nine years post-implantation due to pain. During the revision procedure, the surgeon noted metal on metal debris. Attempts to obtain additional information have been made; however, no more is available.